Manufacturer narrative:
H6: code of fdc d02 is applicable for the product ID: nim4cpb1 and serial/lot number: unknown. The suspected likely cause of the event was identified as it was caused due to other product with model number: nim4cpb1 and serial/lot number: unknown. Where there could be a component failure in this patient interface which could have lead to the reported event due anticipated use characteristics. As customer was contacted for additional information and product return status but there was no response received. The complaint investigation determined that this event had foreseen risk and is included in monitoring, and therefore no further action was required. Common sequences of events and contributing factors that can lead to this event are documented in the risk management file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1 and serial/lot number: unknown. H3: product analysis of the device found that there was no fault found with respect to the reported allegation. However the rubber screen protectors on the lower chassis: console base top were missing. H6: codes of fdm b17 fdr c20 and fdc d16 are applicable for product ID: nim4cpb1 and serial/lot number: unknown. Additional code of img g02005 is applicable for product ID: nim4cpb1 and serial/lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital remote controls does not recognize the electrodes. There was no patient impact.